Event description:
The customer reported that ten consecutive erroneously low human chorionic gonadotropin (bhcg) results were generated on the access 2 immunoassay system. The customer indicated that all ten bhcg results recovered at 0.00uiu/ml. The customer did not provide actual patient data associated with this event. Nine of the ten erroneous patient bhcg results did not impact patient health/treatment. This report represents the single erroneous bhcg patient result which was released from the laboratory and which caused a patient to be admitted to the emergency room under concerns of a possible miscarriage. The customer did not provide specific patient information, sample collection/handling information or instrument performance data associated with this event.

Manufacturer narrative:
Service was not dispatched for this event as the customer indicated that this event was due to use error. The customer did not provide the basis of their determination that user error had caused the event.